Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -17.50/+4.0/065 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, angle closure and elevated iop. The anterior chamber was irrigated/evacuated of visco/ fluids and the wound was burped, confirming there was no visco remaining. The pis were enlarged by yag. The problem was resolved and patient is no longer in pain. The iop has decreased significantly and angles are open. The cause of the event was due to the icl was too big, causing peripheral angle closure.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -17.50/+4.0/065 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, angle closure and elevated iop. The anterior chamber was irrigated/evacuated of visco/ fluids and the wound was burped, confirming there was no visco remaining. The pis were enlarged by yag. The problem was resolved and patient is no longer in pain. The iop has decreased significantly and angles are open. The cause of the event was due to the icl was too big, causing peripheral angle closure.

Manufacturer narrative:
H3: device evaluation : lens was returned in aa specimen cup dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).